Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed low battery. The patient's blood glucose level was unknown at the time of the call. Customer states the batteries were out of pump greater than duration allowed by the pump. The customer was informed the alarm was normal insulin pump behavior and was advised to monitor the insulin pump for any issues.